Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
It was reported that when handling the rod of ks-ni2 aq310ain, 14.0 diopter preloaded injector, the rod passed below iol and other and the optical part was blocked. There was no patient contact.

Manufacturer narrative:
H3- device evaluation: iol was rotated inside the nozzle and the rod was passed through the lens. The amount of viscoelastic material injected was inferred to be sufficient based on the mark of viscoelastic material filled. H6- device history record (ohr) review: the serial was certified by coc issued by manufacturer without any irregularities. There was no irregularity found at visual incoming inspection. Claim # (B)(4).